Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/severe contraction in sides of pelvis, sharp stabbing pain") in a 43-year-old female patient who had essure (batch no. 976396-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pneumonia, pap smear abnormal from 2010 to 2011 and birth control pill from 2007 to 2009. Previously administered products included for an unreported indication: depo from august 2012 to november 2012. Concurrent conditions included nickel sensitivity, depression since 2007, blood pressure high since 2008, cold sores since 2007, left bundle branch block since (B)(6) 2012, cataract since 2012 and back pain since 2007. Concomitant products included nsaid's for back pain, hydrochlorothiazide and prinzide (lisinopril w/hydrochlorothiazide) since 2008 for blood pressure high, valaciclovir hydrochloride (valtrex) for cold sores, bupropion (wellbutrin), fluoxetine and lorazepam for depression as well as bupropion since 2007, calcium since 2011, colecalciferol (vitamin d3), fish oil since 2011, multivitamin and valaciclovir since 2007. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 2 days after insertion of essure, the patient experienced thrombophlebitis superficial ("superficial thrombophlebitis"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced pruritus ("severe itching on top of hands and feet"), blister infected ("small pus filled blisters near knuckles of right hand") and dyshidrotic eczema ("suspected dishybrotic eczema"). On (B)(6) 2017, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced skin irritation ("skin irritations"), rash ("skin rashes") and abdominal pain lower ("severe prolonged cramping"). The patient was treated with acetylsalicylic acid (aspirin), betamethasone dipropionate, antibiotics and surgery (exploratory laparotomy with bilateral removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, thrombophlebitis superficial and abdominal pain had resolved, the skin irritation, rash, procedural pain and blister infected outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, blister infected, dyshidrotic eczema, dysmenorrhoea, pelvic pain, procedural pain, pruritus, rash, skin irritation and thrombophlebitis superficial to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms have improved but are not yet completely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: only one of her fallopian tubes was occluded; on (B)(6) 2013: bilateral occlusion of her fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 47-year-old female patient who had essure (batch no. 976396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, 4 years 9 months after insertion of essure, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thrombophlebitis superficial ("superficial thrombophlebitis"), skin irritation ("skin irritations"), rash ("skin rashes"), abdominal pain lower ("severe prolonged cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (exploratory laparotomy with bilateral removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, thrombophlebitis superficial, skin irritation, rash, abdominal pain lower, abdominal pain and procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, pelvic pain, procedural pain, rash, skin irritation and thrombophlebitis superficial to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms have improved but are not yet completely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: only one of her fallopian tubes was occluded; on (B)(6) 2013: bilateral occlusion of her fallopian tubes. Most recent follow-up information incorporated above includes: on 2-mar-2018: lot number added. Reporter information updated. Significant follow up. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/severe contraction in sides of pelvis, sharp stabbing pain") in a 43-year-old female patient who had essure (batch no. 976396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pneumonia and pap smear abnormal from 2010 to 2011. Previously administered products included for an unreported indication: depo from (B)(6) 2012 to (B)(6) 2012. Concurrent conditions included nickel sensitivity, depression since 2007, blood pressure high since 2008, cold sores since 2007, left bundle branch block since (B)(6) 2012, cataract since 2012 and back pain since 2007. Concomitant products included nsaid's for back pain, hydrochlorothiazide and prinzide (lisinopril w/hydrochlorothiazide) since 2008 for blood pressure high, valaciclovir hydrochloride (valtrex) for cold sores, bupropion (wellbutrin), fluoxetine and lorazepam for depression as well as bupropion since 2007, calcium since 2011, colecalciferol (vitamin d3), fish oil since 2011, multivitamin and valaciclovir since 2007. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 2 days after insertion of essure, the patient experienced thrombophlebitis superficial ("superficial thrombophlebitis"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced pruritus ("severe itching on top of hands and feet"), blister ("small pus filled blisters near knuckles of right hand") and dyshidrotic eczema ("suspected dishybrotic eczema"). On (B)(6) 2017, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced skin irritation ("skin irritations"), rash ("skin rashes") and abdominal pain lower ("severe prolonged cramping"). The patient was treated with acetylsalicylic acid (aspirin), betamethasone dipropionate, antibiotics and surgery (exploratory laparotomy with bilateral removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, thrombophlebitis superficial and abdominal pain had resolved, the skin irritation, rash, procedural pain and blister outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, blister, dyshidrotic eczema, dysmenorrhoea, pelvic pain, procedural pain, pruritus, rash, skin irritation and thrombophlebitis superficial to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms have improved but are not yet completely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: only one of her fallopian tubes was occluded; on (B)(6) 2013: bilateral occlusion of her fallopian tubes. Most recent follow-up information incorporated above includes: on 20-apr-2018: plaintiff fact sheet was received : reporter and patient dempgraphic added. The following events were provided:, severe itching on top of hands and feet, small pus filled blisters near knuckles of right hand, dysmenorrhea (cramping), dyshidrotic eczema.treatment and concomitant drug added.product lot number changed from 976396 to 976395. On 19-apr-2018: fu2 and fu3 process together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity. On (B)(6), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thrombophlebitis superficial ("superficial thrombophlebitis"), skin irritation ("skin irritations"), rash ("skin rashes"), abdominal pain lower ("severe prolonged cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (exploratory laparotomy with bilateral removal of the essure devices). Essure was removed on (B)(6). On (B)(6), 4 years 9 months after insertion of essure, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). At the time of the report, the pelvic pain, thrombophlebitis superficial, skin irritation, rash, abdominal pain lower, abdominal pain and procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, pelvic pain, procedural pain, rash, skin irritation and thrombophlebitis superficial to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms have improved but are not yet completely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6): only one of her fallopian tubes was occluded; on (B)(6): bilateral occlusion of her fallopian tubes. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.